Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that there were air gaps in the tubing and contact was unable to prime the air gaps out. Blood glucose was 230 mg/dl. Reportedly, the school nurse gave the customer a manual injection. Customer reportedly wore the pump against their skin and a temperature change had possibly occurred to the pump prior to the occlusion alarm declaring. A new cartridge was loaded and the pump performed as intended.